Event description:
The customer reported the system was shutting down during cine runs. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated and cleaned connectors. System operates as intended. (B) (4).